Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) concomitant products were used during this study: smart touch generator (B)(4) the device was not returned to bwi.

Event description:
It was reported that one male patient underwent an afib. Ablation procedure using a smart touch bidirectional catheter and suffered cardiac tamponade which was required a pericardiocentesis during mapping phase. The perforation was discovered when mapping with the soundstar catheter and the patient's blood pressure dropped. Site of injury was inferior and did not occur during ablation. Not near papillary muscle where we actually ablated. The patient was fully recovered. Patient stayed in the hospital over the weekend and was released the following monday (B)(6) 2016. Act maintained 300-350s during the procedure. The physician commented that the cause of event may due to patient anatomy; at one point they had a large force reading with smarttouch as physician pushed hard on the inferior wall as he was trying to maneuver to a location. No product malfunction was reported. The last ablation cycle time at the site of injury was about 30-60 sec. Flow setting of irrigated catheter was 17ml/min. Transeptal puncture was performed by using st. Jude brk needle. St. Jude agilus 8.5 french sheath was used during procedure.